Manufacturer narrative:
The ventilator was investigated by our field service engineer. The turbine was damaged and the touch screen did not work. The parts was replaced and the ventilator was cleared for clinical use. The replaced parts was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was found having a damaged turbine. Our field service engineers investigated the reported machine on site. The blower module has been replaced and sent back for investigation. The returned part has been tested in a machine. It failed the pre-use check with the pressure transducer test. It alarmed for o2 concentration low and peep low during ventilation. The device logs from the reference machine shows the same results as another investigation performed by our contract manufacturer on similar failure concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
It was reported that the ventilator was found having a damaged turbine. There was no patient harm. Manufacturer's ref #: (B)(4).